Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the cannula came away from her body while she was asleep. No adverse event reported. Caller has thrown away the alleged cannula and does not haven any more from the same batch; no product will be returned.